Event description:
It was reported that, this right atrial (ra) lead is suspected to be dislodged into the ventricle as during a right ventricular automatic threshold a large a signal was seeing following ventricular pacing and a premature ventricular contraction (pvc) sensing. However, this large a signal could also be evidence of far field r/t wave oversensing or v-a conduction. A further review from technical services (ts) of the data provided showed an ra threshold with atrial pacing and a corresponding signal on the right ventricular (rv) channel with surface electrogram (egm) showing a broad complex qrs that aligns with a pacing. On the other hand, ra intrinsic amplitude test also shows sensing of rv signal on ra channel, both of which are highly suggestive of an ra lead in the rv. X-ray to review the ra lead position and potential was recommended. This ra lead remains in service. No adverse patient effects were reported.